Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer cables had detected a lot of noise on the ventricular and atrial channels. The cables were discarded by the customer. No patient complications have been reported as a result of this event.